Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: the metal bars to lock the needle kept popping up and the needle kept falling out. The needle fell into patient and was retrieved. The issue added 35 minutes to the case. There was no tissue loss and no tissue damage. No unanticipated bleeding occurred and there were no adverse effects to patient.